Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise oversensing and low pacing impedances measurements out of range. Subsequently, a full system explant was performed and a new system was implanted. This device has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information stating there were no related issues with this device as it was explanted prophylactically. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise oversensing and low pacing impedances measurements out of range. Subsequently, a full system explant was performed and a new system was implanted. This device has not been returned for analysis. No additional adverse patient effects were reported. Additional information was received from the field. This device was explanted prophylactically as it was close to end of life (eol). No adverse patient effects were reported.